Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-19742. It was reported the pt is not receiving effective stimulation. The pt declined reprogramming. The physician explanted the scs system. Note the pt had two leads from the same lot number.